Manufacturer narrative:
¿This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.¿

Event description:
It was reported in review of manuscript for publication identified a deep infection. "Patient developed a deep postoperative infection following a revision orif ankle fracture with deltoid ligament reconstruction using puur graft, which required irrigation and debridement and graft removal. Of these major complications with return to the or, only the deep surgical site infection involved the puur graft."

Event description:
It was reported in review of manuscript for publication identified a deep infection. "Patient developed a deep postoperative infection following a revision orif ankle fracture with deltoid ligament reconstruction using puur graft, which required irrigation and debridement and graft removal. Of these major complications with return to the or, only the deep surgical site infection involved the puur graft."

Manufacturer narrative:
Correction d4 UDI, h6 results, conclusion. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. There is no evidence that the deep infection was caused by the flexband device. As discussed in the manuscript the patients who developed minor and major complications had statistically significant higher rates of smoking and obesity compared to those that didn't develop infections or complications. This reported event of deep infection with removal of the flexband device and suture anchors occurred in a patient who smoked and was obese. This event was likely due to the patient underlying comorbidities and not a failure of the device.